Event description:
Olympus was informed that during an unspecified procedure, the teflon pad was partially detached from the upper jaw of the grasping section of the device. There were no fragments that fell inside the pt. The intended procedure was successfully completed using another similar device. There was no pt injury reported. In addition, multiple attempts were made to gather more detailed info regarding the event with no result.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. Additionally, teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section. If additional info or if the device is received at a later time, this report will be supplemented.